Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and battery out. The customer's blood glucose reading was 253 mg/dl at the time of incident. Troubleshooting advised the customer that a new battery cap would be sent and to call back for further troubleshooting as customer could not continue with the troubleshooting.